Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Patient medical records and x-rays were provided for review. Review of supplied patient x-rays found evidence of subsidence of the tibial tray with a shift into varus. Patient medical records were reviewed and from a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 01/28/2016 - upon medical record review, osteolysis was noted. The insert and patella have now been reported. Update rec'd 01/22/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no additional information that would change the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address tibial loosening and subsidence. Loosening occurred at the cement/implant interface. Cement manufactured by depuy.